Event description:
On (B)(6) 2018, the reporter contacted lifescan (B)(4) alleging that her husband¿s onetouch ultra mini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The reporter alleged that the product issue began on (B)(6) 2018, when her husband obtained blood glucose readings of ¿181 and 179 mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology these readings fall within lifescan¿s criteria for precision. The reporter stated that her husband manages his diabetes with insulin (no adjustments), it is not known if the patient made any changes to his normal diabetes management. The reporter stated that 10 minutes after the meter issue began, the patient developed symptoms of ¿so weak, sweating and almost passed out¿. The reporter denies the patient required or received any medical treatment, in response to the alleged symptoms during troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.